Event description:
It was reported that a patient underwent a sling procedure. The patient has experienced recurrent infections, pain, loss of marital relations and hip problems due to nerve impairment. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2013: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - dyspareunia; infection occurred; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.